Manufacturer narrative:
The single use, disposable, flexible sheath vari-safe injection needle is intended to be used for the injection of various types of media through flexible endoscopes. The distributor reported the injection needle failed to perform during a procedure, and indicated a problem occurred with the needle deployment or retraction. There was no harm to the patient, however the procedure was cancelled and rescheduled. See scanned page.

Event description:
The single use, disposable, flexible sheath vari-safe injection needle is intended to be used for the injection of various types of media through flexible endoscopes. The distributor reported the injection needle failed to perform during a procedure, and indicated a problem occurred with the needle deployment or retraction . There was no harm to the patient, however the procedure was cancelled and rescheduled.